Manufacturer narrative:
The reported event of general damage/material integrity was confirmed. The stimulation electrode cap was missing at the distal tip of the stimulation end of the lead. The channel one electrode was not broken in half. As received, patient scenario showed stylet protruding out the lead as describe in event description. The root cause is consistent with implant technic as it happens during implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient¿s implant, the physician noticed that the tip of the stylet was protruding out of the top of the lead and half of the electrode was missing. The missing half of the electrode remains in the patient and is visible at t7, which was confirmed via x-ray. As a result, surgical intervention may take place to address this issue.